Manufacturer narrative:
Other, other text: device evaluation: both tamper seals are intact. Top case cracked by the front left bottom corner. Cracked battery door and visible contamination. There is nothing in event history log pertaining customer reported issue. Power up/self test and performed infusion/occlusion test. Unable to duplicate. No problem found.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the primary audible alarm was defective. No patient injury was reported.